Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test despite the insertion of a new battery. Customer also mentioned receiving a off no power alarm and stated that they did receive a low battery alarm prior to it. Customer stated that the off low battery alarm occurred less than 24 hours prior to the off no power. Customer's blood glucose reading at the time of the call was 180 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents within specification. No unexpected failed battery or weak battery. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and stripped battery cap coin slot.